Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up. During examination of leads, it was noted that the left ventricular (lv) lead had no capture threshold and physician suggested that this was due to lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.